Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was not identified; therefore a device history record review could not be performed.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: laceration/pseudoaneurysm. Time of symptom/ae: after the procedure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Upon withdrawal of the plunger, there was no suture present. The pt experienced a laceration, reportedly cause by the device when being withdrawn. The pt also experienced a right side pseudoaneurysm, the cause could not be determined. Manual compression was used to achieve hemostasis and this also resolved the laceration and pseudoaneurysm. No add'l info available.